Event description:
A patient reportedly was unable to test on the one touch ultra meter due to patient meter allegedly prompting "error 1" messages. Patient reported no symptoms. Patient did not seek medical attention. Instead, patient took regular insulin dosage. No serious injury or adverse event reported. No further information has been reported.